Event description:
The neurosurgeon was performing a posterior cervical case using the a2079 and the a2010. The patient was positioned, draped and the case had started when the threaded pin of the swivel adaptor (a108) that connects to the a2010 snapped causing the patient's head to fall in the middle of the procedure. The patient had neuro monitoring during the case and at this point of the date (B)(6) 2014, had no deficits. The patient is still being observed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.